Event description:
The customer reported a false positive architect stat troponin-I while performing a patient correlation on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial result: 0.043, repeat result: 0.014 (customer¿s patient normal range: < 0.034) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a false positive architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and tracking did not identify any related trends regarding the product or the customer¿s issue. This further investigation reviewed historical performance of the lot 69918un22 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 69918un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 69918un22. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record review was performed on lot 69918un22, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I reagent lot 69918un22 was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.